Event description:
A customer reported that their automated chest compression device has been stopping a few minutes after it is turned and is performing chest compressions on patients. They reported that the batteries are fully charged. No patient device or additional event information was provided.

Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.